Event description:
Ous MDR - it was reported that in the night time between (B)(6) 2017 the shock impedance changed from 69 to greater than 150 ohms. Shock impedances were measured several times and all readings were greater than 150 ohms. The physician replaced this lead. During the replacement, the physician used this lead to deliver the wire of the introducer. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead and the ICD under complaint were subjected to an extensive analysis. In the course of the analysis, the ICD proved to be fully functional. The analysis of the memory content showed a normal device behavior while implanted and in service. There was no indication of an ICD malfunction. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple abrasion marks along the lead body. In particular between 55 cm and 57.5 cm distal to the is-1 connector pin the insulation was rubbed through. The conductor cable to the shock coil was fractured in this region. This damage can be considered to be the root cause of increased shock impedance to >150 ohms, which was reported in the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Further damages of the lead most likely resulted from the extraction procedure. The manufacturing process for the devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the ICD functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.